Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances have been trending upwards and most recently became out of range at 129 ohms. At this time, the ICD and rv lead remain in service. The patient will be monitored. The source of the observation has not been determined. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the shock impedances had risen to 159 ohms. Boston scientific technical services discussed troubleshooting and potentially revising the rv lead. At this time, the lead remains in service as the patient has elected to not undergo a procedure at this time. No adverse patient effects were reported.